Event description:
Contacted by medical examiner related to patient discharge from hosp in 04/2004. Patient had ivc filter placed after developing dvt's prior to discharge. Patient's initial results of post morteim reveals ivc filter in right ventricle causing perforation. Medical examiner reported patient had fatal complication of filter, caught large burden of clot, dislodged and perforated right ventricle.